Event description:
The condom packages were coated with an oily substance that was also on packing and inside plastic bag. Concerned regarding integrity of product. Noted in 2 boxes that were received last month and opened in 03/05. They have been stored in an appropriate area.